Event description:
Information received does not address the patient's clinical status but notes at two follow-ups since implant, impedances on both leads were <200 ohms. In february 2006, a software upgrade and calibration of measured data was performed, but the lead impedances remained at <200 ohms. When the leads tested normal via an analyzer, the pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received